Event description:
The medical center stated that the manifold allowed air within closed system. After inspection of the manifold no cracks were evident.

Manufacturer narrative:
Deroyal: the defective product is not available to be returned to deroyal at this time. Determination of root cause continues to be under investigation.